Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. The customer reported a lost sensor signal alert. Troubleshooting was performed. The customer reports the transmitter did not blink when connected to the sensor or sensor warm up not started. Transmitter did not blink as expected when connected to the tester and/or removed from the charger. Transmitter led light may not be working properly. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-7841zn.

Manufacturer narrative:
Following our receipt of one transmitter and placed unit under microscope and found physical damage to the cow catcher and all the connector pins, unable to continue with functional testing or verify led anomaly. In conclusion, the customer complaint of led anomaly could not be confirmed, due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.